Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture, fat necrosis, breast lump, breast asymmetry. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent breast augmentation revision with two 200cc mentor memorygel breast implants. Post-operatively, the patient suffered bilateral breast fat necrosis with palpable breast lumps and mild breast asymmetry. As a result, the patient underwent revision surgery on (B)(6) 2022. During the surgery, it was discovered that the left breast implant was ruptured and there was also a cyst on the right breast. Subsequently, the patient underwent bilateral resection using electrocautery and the left breast implant was removed and replaced with a 275cc mentor memorygel breast implant (catalog: 3502751bc lot: 9635579 sn: (B)(4)). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On april 26, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sm mpp gel 200cc breast implant was found to have a tear on the anterior view, and extending to the posterior view, measuring approximately 14.3 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior view, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Necrosis may prevent or delay wound healing and require surgical correction, which may result in additional scarring and/or loss of tissue. Implant removal may also be necessary. Necrosis is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.